Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 21aug2019. The product support engineer (pse) troubleshot this issue with the customer over the phone. The pse recommended to swap either the user interface (ui) or power management (pm) printed circuit board (pcb) to determine failed part and to replace part as indicated by test. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator generated an error (1105) relevant to alarm light emitting diode (led) failure. The ventilator was in clinical use at the time of the event occurred. There was no patient harm reported.